Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as red, raised, itchy, and stinging with blisters and broken skin under the patch adhesive. There was no alleged device malfunction contributing to the wound. The patient's physician recommended removal of the patch due to the wound. Outcome of the wound is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.